Manufacturer narrative:
No unexpected motor error or failed battery test alarms were noted during testing. The pump passed the displacement, rewind, basic occlusion and off no power tests. The operating currents were within specification. The motor was tested outside of the device and it passed. Unable to prime during the prime test due to a faulty force sensor. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error about a month ago. Customer turned off the device for a couple of hours. It alarmed at night while customer was at home. Customer's blood glucose was 6.0 mmol/l. Troubleshooting was performed. Displayable history crc check failed on startup alarm was noted in the device history as customer wasn't sure if the device had alarmed motor position encoder error. The device was not exposed to an MRI. Customer doesn't use the sensor feature. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.